Event description:
After performing a cesarean section, during closure, the physician noticed the tip of the stratafix suture broke off from the rest of the needle. The tip was secured with forceps and removed from the patient and both parts were passed off to the circulator. The suture wrapper was retrieved from the trash and all portions were saved for review.